Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying the "error 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the morning of (B)(6) 2012. As part of the patient's diabetes regimen, the patient claimed she is on pills with diet/exercise. It is not known whether the patient made any changes to her diabetes regimen at the time the alleged issue began. The patient reported feeling the "shakes" and "sweats" after the alleged issue began. As a result of the alleged symptoms, the patient stated she self-treated with food/drink. The patient indicated no other blood glucose meter was used at the time the alleged issue began. At the time of troubleshooting, the cca noted the patient had used the subject meter before, the patient's process for testing was correct, and the test strips were in good condition. The alleged error message was resolved through a blood retest. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on february 1, 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k053529.